Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that during placement the healthcare professional stated they were unable to peel the sheath as the end appeared "flared". No other information was provided. No harm to the patient.